Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 2.85mm offset at the tips. The grips were not found to have cracking damage. Additional observation related to customer reported complaint: the molded insulator was observed to be partially detached from the grip base. This condition is consistent with the severe bending of the grip, as the misalignment and deformation can create mechanical stress at the interface between the grip and molded insulator, leading to partial dislodgement. Components adjacent to the dislodged molded insulator do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause of dislodged molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the tips of a force bipolar instrument were misaligned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was noted during the prior procedure. There was no patient harm and no injury.